Event description:
Customer reported when weight is removed from the test sensor, the alarm will not sound. The monitor light continuously flashes green without any sound. The customer detached the sensor and the alarm would not sound. The batteries have been replaced. The customer reported that this was discovered during set up prior to placing it into use with a patient but could not provide the date this was found. There was no patient incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product found that the reported issue is confirmed. The first time the unit was powered on with new batteries there was no sound when weight was off the sensor or when the sensor was detached. Once the magnet was attached, the alarm began to sound. When the magnet was removed, it stopped sounding and remained silent when placed back on magnet plate. When sensor was reattached and the magnet was placed on the magnet plate, the alarm would sound intermittently. No other functional tests can be performed due to the intermittent function. There was no physical damage to the alarm unit. Note: instructions for use: if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, the pir sensor is activated, or magnet is removed from face plate. (B)(4).